Manufacturer narrative:
As received, a complete lead was returned for analysis. X-ray examination of the lead found the inner coil was over torqued at the connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be retracted and extended. Electrical testing did not find any indication of conductor fractures but did find an internal short consistent with procedural damage. The reported event of a helix mechanism issue was confirmed. The cause of the reported event was due to over torque of the inner coil consistent with procedural damage.

Event description:
During the implant procedure prior to insertion in the patient, the helix of the right ventricular (rv) lead was tested and did not behave as expected. The rv lead was attempted to be implanted, however, the helix could not extend during placement of the lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.